Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the device would not power on and there was no ac light indicator with power cord plugged in. Bd tech support provided assistance to the customer and recommended to replace power supply processor board. The customer has indicated that they will replace the power supply processor board. There was no patient involvement.